Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the detachment of the freestyle libre sensor issue and there was no indication that the product did not meet specification. The DHR (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer's freestyle libre sensor detached prematurely on the 9th day of wear. The customer experienced dizziness, weakness, and subsequently lost consciousness. An ambulance was called and upon arrival, the customer was diagnosed with hypoglycemia and received unspecified treatment. There was no report of death or permanent injury associated with this event.